Manufacturer narrative:
On 7/22/2019, the product investigation was completed. Device evaluation summary: during analysis of the sample was found ruptured and received in three parts. Microscopic examination of the edges of the rupture revealed parallel striations. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel breast implant 600cc, catalog # 3506004bc, serial # (B)(4), lot # 6870005. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor's psr exemption #e2007003.

Event description:
It was reported that a (B)(6) caucasian female underwent a primary breast augmentation with a mentor memorygel breast implant 600cc and experienced rupture on the right side post-operational. As a result, the patient underwent bilateral removal and replacement with saline mentor smooth round moderate plus profile 700cc breast implants, catalog number 3502700, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019.